Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, upon screwing the atrial lead to the new device header noise was noted. The physician attempted to unscrew and reinsert the lead but the noise was still noted. The physician elected to no longer use and replace the device.

Manufacturer narrative:
Analysis found after removal of the a-setscrew an extreme amount of debris was found in the setscrew threads and connector block thread areas. Most of the debris covering the setscrew threads was epoxy fragments. Black metal debris particles were filling the connector block areas and the threads.